Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of screw prolapse could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿orthopedic and traumatology department, the first affiliated hospital of anhui medical university, china¿. The title of this report is, ¿comparison efficacy of proximal femoral nail anti-rotation and gamma3 nail internal fixation in the treatment of elderly patients with femoral intertrochanteric fracture¿, published on august 19, 2019, which is associated with the stryker ¿gamma-3 nailing system¿. The article can be found at https://doi.org/10.3969/j.issn.1008-0287.2019.04.033. This report includes an analysis of the clinical data that was collected on 40 patients, and the cases in this study range from june 2017 to may 2018. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced screw prolapse.